Manufacturer narrative:
Internal complaint reference: case: (B)(4).

Event description:
It was reported that there was a hair in the hub of the abrader burr. Incident occurred while setting-up to a hip procedure. A back-up device was available and no significant delays occurred. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the reported device, intended for use in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection revealed that the device was returned in a plastic bag without the original packaging. There was some debris on the device and in the bag. The bag contained a loose hair, but its source could not be determined since it was separated from the device and original packaging. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of the packaging found that the parts are inspected for embedded particulates, loose particulates, and contaminants of human origin. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.